Event description:
It was reported that the customer received a button error alarm on the insulin pump, insulin was not coming out during priming, and there was a scratch on the pump screen. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.